Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified distal right coronary artery (rca), after pre-dilatation the 2.25 x 28 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. Additional pre-dilatation three times was performed with a 2.0 x 20 mm non-abbott balloon dilatation catheter (bdc) but the sds could not cross the lesion. Eventually, a 2.75 x 28 mm xience v was implanted successfully in the mid rca. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the xience v stent delivery system was returned with a non-abbott guide wire frozen in the guide wire lumen and had stretched tip coils. Subsequent information received stated that during the procedure the guide wire and the xience v sds became stuck and were removed as single unit without reported issue. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guide wire resistance was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.